Event description:
A physician reported a pt who was skin tested in approx 12/1997 with negative results and was treated in 1/1998 into the nasolabial folds. Ten days later, the pt developed itchy bumps at the nasolabial folds which gradually worsened. She was seen by a consulting dermatologist, who prescribed oral methylprednisone (date unk) (low dose approx 2.5 to 5 mg), which helped the itching somewhat. The pt was seen by the physician with red, raised "pearls" at the treatment sites which had not improved; the symptoms were constant in nature, but the itching intermittently flared. No fluctuance was noted. He prescribed topical hydrocortisone ointment, which was not effective. The skin test site remained negative.